Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 200 and 123 mg/dl. Tests were done within 11-20 minutes. Patient did not experience any adverse events. No further information has been reported.